Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was trying to fill the tubing, insulin was coming out but the numbers were not counting up. The insulin pump had a prime/fill anomaly. The customer was unable to exit the preparing to prime loop. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump prime properly noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.